Manufacturer narrative:
This report is filed on april 05, 2019.

Manufacturer narrative:
This report is submitted on february 12, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced no auditory stimulation with device use as a result of unsuccessful insertion; subsequently the device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery.